Manufacturer narrative:
Product development evaluation was completed for part # 04.670.925s. The returned prodisc-c vivo implant shows strong signs of wear and tear on both sides (cranial and caudal). The lateral cavities are deformed. Especially the cranial component of the two-pieced implant has deep scratches and two of the six sharp pyramids don¿t exist anymore. It is supposed that the deformed cavities and the deep scratches on the cranial and caudal side are the result of mishandling with removal tools that are not intended to be used for this surgical step. Unfortunately the removal tools were not returned to the investigational site. The missing sharp pyramids, the deformation and the strong scratches could occur when the removing process was simplified and done with a plier or a similar tool. As the surgeon did not indicate if the device had performed initially as expected or not it is not possible to make an explicit statement. For a further and deeper investigation, more information would be required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review completed for part # 04.670.925s, lot# 8971953. Manufacturing site: (B)(4), manufacturing date: may 23, 2014, expiration date: may 01, 2019. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, patient had a m5 prodisc c vivo implanted at c5/6. On (B)(6) 2016, patient underwent explant procedure of posterior lumbar interbody fusion. A two (2) level acdf was performed at c5-c7. M5 prodisc c vivo was successfully explanted. Registrar indicated that the scans showed local inflammation and no suggestion of infection. Patient reported of having pain. Adjacent level disease at c6/7 was reported. Under the microscope, granulated tissues were present between the endplates of the vivo implant. Surgeon did not indicate whether the device had performed as expected. This report is for one (1) prodisc-c vivo uncem convex. This is report 1 of 1 for (B)(4).